Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that auxiliary drawer 5 (bin drawer) was not detected as closed. Upon opening the back panel, the fse identified a medication spill behind drawer 1 that had flowed down the pyxis bus cable and contaminated the controller board for drawer 5, while other boards remained unaffected. The fse replaced the contaminated pyxis bus cable and drawer controller, but the issue persisted. The fse then replaced the open and close sensor, after which the drawer functioned normally. The customer logged in and confirmed that everything was working correctly. The system functioned as field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 was not detected as closed. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.